Event description:
It was reported that the patient had developed a hematoma. As a result, a laminotomy was performed from t6-t8. One week later it was stated that the patient was doing better and was up and walking. The device was off right at the time of the report. Paddle lead had been moved, but a separate pocket in patient's spine was made to tuck the lead so that later, once the patient was better, the lead could be placed back in the original position. One week later it was stated that no malfunctions had caused the hematoma. It had not been determined if or when the lead would be replanted. The patient was doing well. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).